Manufacturer narrative:
Addition h6: code 213-the review of the manufacturing paperwork verified that this lot met all pre-release specifications. Addition h6: code 22-the gore® dryseal flex introducer sheath instructions for use states, potential adverse events that may occur and/or require intervention include, but are not limited to: vascular trauma (i.e., dissection).

Event description:
On (B)(6) 2019, the patient underwent endovascular treatment using gore® excluder® aaa endoprosthesis with gore® molding & occlusion balloon for abdominal aortic aneurysm. Reportedly the patient had pre-existing localized dissections in both the external iliac arteries. During closure of wound, the pulse in distal of right leg was weak. When angiography was performed, a dissection appeared to have occurred on the distal side of the stent graft, and blood flow in the right internal iliac artery could not be confirmed. It is unknown if the implanted device or the dryseal flex sheath was responsible for the additional dissection in the right iliac artery. In addition, angiography to below the knee was performed, the occlusion was confirmed. Two bare metal stents were implanted from the distal side of the stent graft to the right external iliac artery. After pta ballooning and passing wire and micro catheter below the knee, a slight blood flow was confirmed. The doctor stated "the no blood flow to the right internal iliac artery might be due to the dissection." The patient tolerated the procedure.